Event description:
It was reported the resection electrode, the loop was charred and burnt while in use and stopped working during a procedure. The issue was found during a transurethral resection (tur), therapeutic procedure. The intended procedure was completed with an olympus back-up device. There were no reports of patient injury or harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.